Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla strength not reported). The patient's head was not wrapped as an approved indication in europe. It is unknown if a revision surgery took place as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Implanted device remains.